Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). D4 UDI: (B)(4). This medwatch is being filed to relay additional information. Product review of the electric dermatome serial number: (B)(4) by flextronics on 04 may 2020 revealed that the plug harness assembly was damaged, the motor showed signs of possible corrosion, and multiple bearings needed to be replaced. Repair of the device was performed by flextronics on 04 may 2020 which included replacement of the , semi-circle shaft bearing, motor, sleeve bearing, plug harness. The device, serial number: (B)(6), was then tested and functioned properly. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the cable was stripped. This was detected before any surgery. No adverse events were reported as a result of this malfunction.